Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with a scratched lcd window, a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer reported a button error alarm. The patient stated that when he tries to deliver a bolus, the buttons are slow to react. The blood glucose reading was 180 mg/dl. The customer does not recall any significant events that led to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.